Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that upon opening the ceramic head, the sterile packaging was found to be damaged causing a sterility breach. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The complained product was returned in its packaging and visually inspected. Upon visual inspection both the outer and inner blister packaging were cracked. The box and the outer packaging had been opened prior to return with the inner package still having the paper seal. There was some creasing to the side of the box along with a small tear. Review of the complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. Based on the observed damage, it can be assumed that an extraordinary force was applied on the side of the packaging to be opened, which led to the breakage of the outer blister. Therefore, the damage to the packaging is attributed to transport, storage and/or handling. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.